Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's right ventricular lead exhibited low impedance and no bipolar pacing. X-ray confirmed lead fracture. The lead was capped during routine generator change out procedure. Patient's condition after the procedure was good.